Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 514 mg/dl and high ketone levels. The cause of the high bg was unknown. Manual insulin injections were administered and a correction bolus was delivered to address the high bg. Recommendation was made to discuss diabetes management with a health care professional.